Event description:
It was reported during a laparoscopically assisted vaginal hysterectomy the atw35 would not properly fire after the 3rd firing. There was no consequence to the pt. 7/11/97 the rep said the instrument would not fire at all after the 3rd firing. Another atw35 was opened to complete the case.

Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath ets flex on 6/28/97 while performing a l.a.v.h.. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974228. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: batch number, na; cartidge pan in place/condition, na; condition of drivers, na; lockout tabs on pan condition, na and position/condition of wedge sleds, na. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.